Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 06-4075, c-taper cocr lfit head 40mm/+7.5, lot code: mll7l6. Cat. No.: 502-03-60f, primary tritanium hemi cluster hole cup 60mm, lot code: mltmwa. Cat. No.: 2030-6525-1 6.5, cancellous bone screw 25mm, lot code: mnelka. Cat. No.: 2030-6530-1 6.5, cancellous bone screw 30mm, lot code: mllvor. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device is not returned to manufacturer.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock. A complaint history review was not performed as no device specific failure modes were identified. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. The provided medical records confirm the patient was revised due to pain. Review of the records by a consulting clinician did not identify any previously unreported device failures nor was any apparent cause for the patient's pain identified. It is possible that soft tissue inflammation was a source of the pain however further medical records would be required to confirm this. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Patient was revised for hip pain. This was his second revision for pain. Surgeon checked his components and all were well fixed. Surgeon converted to mdm components.

Event description:
Patient was revised for hip pain. This was his second revision for pain. Surgeon checked his components and all were well fixed. Surgeon converted to mdm components.